Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requesting support for error code 1014, post timer/24v failure. No patient/user harm reported.